Manufacturer narrative:
The stent of an 8 x 80 x 120 smart control self-expanding stent delivery system could not be open. The stent could not be deployed at all. The procedure was completed using another unknown smart control sds. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The intended procedure was a pta of an unknown vessel to recover blood flow. The intended vessel was not at the carotid bifurcation. The target lesion vessel diameter was 7mm and the length was 70mm. An cordis unknown 6f sheath was used with an unknown 8f guide catheter. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target vessel had 75% stenosis, moderate calcification, and mild tortuosity. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was thrombus present proximal to the lesion site. The lesion was pre-dilated prior to attempting stent implantation with a 6mm saber balloon catheter inflated to 12tm. There was 60% stenosis after dilation. The unknown contrast used was mixed with normal saline at an unknown ratio. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient. Addendum: per visual analysis during product analysis, the stent of the unit was returned 8mm partially deployed. There was no reported patient injury. The device was returned for analysis. Previously, a file with one picture was received for picture analysis related to complaint # case-(B)(4). Per visual analysis of the attached picture, a ses smart control 8x80 120 label was observed. The unit was not observed on the picture and no anomalies could be seen. Therefore, at that time, the event reported was not confirmed. Subsequently, one non-sterile 8x 80x 120 smart control self-expanding stent delivery system was received for analysis inside a plastic bag. Per visual analysis, the locking pin was observed removed from the unit (not returned), and the stent of the unit was returned 8mm partially deployed. No other anomalies were detected. Per functional analysis, a deployment test was successfully performed on the unit. The stent was fully unsheathed/expanded as expected. No anomalies found. A product history record (phr) review of lot 17951248 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿stent delivery system (sds)-ses-deployment difficulty ¿ unable¿ was not confirmed due to the stent deployment test was successfully performed on the unit and neither difficulties nor any other deployment anomalies were found during the deployment test. The reported ¿stent delivery system (sds)-ses-deployment difficulty - partial deployment¿ was confirmed due to the stent of the unit was returned 8mm partially deployed. However, the cause of the stent 8mm partially deployed condition the way the unit was received for analysis could not be determined. Neither the cause of the stent partially deployed reported condition, nor the cause of the reported deployment difficulty could be determined during the product analysis. Handling factors such as the way the device was returned for analysis may have led to the reported partial deployment as per visual analysis, the locking pin was observed removed from the unit (not returned). Additionally, procedural factors such as the user¿s interaction with the device and vessel characteristics as reported ¿the target vessel had 75% stenosis, moderate calcification, and mild tortuosity¿ may have led to the reported events. According to the instructions for use ¿introduction of stent delivery system- ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the stent of an 8 x 80 x 120 smart control self-expanding stent delivery system could not be open. The stent could not be deployed at all. The procedure was completed using another unknown smart control sds. There was no reported patient injury. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The intended procedure was a pta of an unknown vessel to recover blood flow. The intended vessel was not at the carotid bifurcation. The target lesion vessel diameter was 7mm nd the length was 70mm. An cordis unknown 6f sheath was used with an unknown 8f guide catheter. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target vessel had 75% stenosis, moderate calcification, and mild tortuosity. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was thrombus present proximal to the lesion site. The lesion was pre-dilated prior to attempting stent implantation with a 6mm saber balloon catheter inflated to 12tm. There was 60% stenosis after dilation. The unknown contrast used was mixed with normal saline at an unknown ratio. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation. An image is available for review. Addendum: per visual analysis during product analysis, the stent of the unit was returned 8mm partially deployed.